Manufacturer narrative:
Continuation of d10: product ID ped2-475-25 (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding two pipeline flex with shield stents that failed to open. The patient, who had multiple aneurysms in the internal carotid artery (ica) ophthalmic segment, was undergoing a procedure for flow diversion treatment of a ruptured amorphous aneurysm. The max diameter was 5mm and the neck diameter was 3mm. The distal landing zone was below the ica bifurcation and the proximal landing zone was in the cavernous sinus straight segment. Patient's vessel tortuosity was severe. It was reported that the pipelines and all accessory devices were prepared as indicated in the instructions for use (IFU). Per the vessel measurement, ped2-475-25 was selected. The stent was delivered in the m2 and the pipeline was delivered. The microcatheter was withdrawn until about 15mm of the pipeline stent was exposed, but the pipeline did not open; the tip was rod-shaped. The device was pulled back to the ica and deployment continued. The tip end was able to be anchored then but at the bend of the ophthalmic artery, the stent again appeared rod-shaped and could not be opened despite push and pull maneuvers. The pipeline was removed. A new microcatheter was then used to deliver a different size pipeline, ped2-450-30. However, this pipeline stent remained rod-shaped and could not be opened. This pipeline too was retrieved. Another manufacturer's device was then used to complete the procedure. There was not harm or injury to the patient associated with this event. Ancillary device: marksman microcatheter.

Manufacturer narrative:
Product analysis #(B)(4): ¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿as found condition: the pipeline flex shield embolization device was returned for analysis within shipping box; within a plastic bio-pouch; within an opened pipeline flex shield inner pouch; and within a dispenser coil. ¿damage location details: no bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, pads or with the proximal bumper. However, the proximal tip coil was found to be stretched. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid ends were found to be fully opened and damaged. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure/incomplete open distal (flex) as the device was resheated. In addition, the proximal and distal ends could not be identified. The pipeline flex shield braid ends were found to be fully opened and damaged. It is likely the severe vessel tortuosity may have contributed to the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The first pipeline (ped2-475-25) failed to open in the middle section, while the second pipeline (ped2-450-30) failed to open at the tip end. The blood vessels presented with some curvature, though not severe. No additional devices or steps, such as resheathing, wire/catheter manipulation, or balloon assistance, were attempted beyond one resheathing attempt. No resistance was encountered during delivery of the pipeline, and no resistance or issues were reported with the marksman microcatheter. The cause of the pipeline failure to open was not definitively determined; however, the surgeon suspected that kinking of the stent contributed to the issue, as pushing and pulling maneuvers were ineffective.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.